Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months of post deployment, patient presented for filter removal. Inferior vena cavogram was performed which showed resolution of previous caval thrombus with canting of the inferior vena cava filter with legs and hook abutting the caval walls and filter was severely tilted. There appears to be a fracture of a leg of the filter which is in the inferior vena cava. However, filter removal using conventional snare retrieval techniques was less likely to be successful given the position of the hook of the device. Referred to hospital for removal using endobronchial forceps technique. Around three months later, patient presented for filter removal. Vena cavogram showed tip embedded suprarenal eclipse inferior vena cava filter with a fractured leg. Multiple filter struts penetrated outside the inferior vena cava. Through the right internal jugular vein approach, a sheath was placed, and the fractured leg was removed using the endobronchial forceps. The filter was then dissected free of the wall of the inferior vena cava using the endobronchial forceps and successfully removed. After removal of the filter, it was noted that two additional legs were fractured and remained within the inferior vena cava. Both legs were then retrieved using endobronchial forceps. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to perforation of inferior vena cava (ivc), filter tilt and filter limb detachment . This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2015)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the inferior vena cava. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached strut retained in body; however, the current status of the patient is unknown.